Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of pain, hemorrhage, thrombosis, hematoma, inflammation and occlusion are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects of pain, hemorrhage, thrombosis, hematoma, inflammation and occlusion, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the reported needle to cuff miss and failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: primary UDI number ¿ the UDI is not known as the part number and lot number were not provided. Literature attachment: article title "preclose versus postclose using suture-mediated vascular closure system for catheter ablation with femoral vein access".

Event description:
This event is from a literature review of patients who underwent interventional venous procedures with common femoral venous, multi-site access comparing the pre-close technique to a post-close technique with proglide and prostyle related to time to ambulation (tta), time to hemostasis (tth), and major and minor complications. It was noted, the single-suture, pre-close technique in femoral vein access sites provides a higher hemostasis rate, shorter tth, and shorter tta than post-close technique without compromising safety. In addition, the study noted proglide and prostyle device failure and hemostasis not achieved, as well as, patient complications of rebleeding, pain, subcutaneous hemorrhage, post-procedure hematoma, thrombus, and occlusion caused by deep vein thrombus and inflammation in the two study groups treated with manual compression and medication. Specific patient information is documented as unknown.